Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a plunger issue. This issue is not related to physical damage-mishandle. Event occurred during testing. There was no patient involvement.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after the power up process, occlusion testing, and checking the syringe plunger sensor, the customer problem was duplicated. The pump was found to alarm syringe plunger not in place when trying to infuse. The cause of the customer reported problem was the damaged plunger cable, and the manufacturer representative replaced the plunger cable. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative cleaned, greased, and calibrated the pump, and it passed all functional and delivery tests, and performed as intended after repair.